Event description:
Caller reported a minimum fill notification. There was no adverse impact to the customer¿s blood glucose level. The caller initially attempted to resolve the issue by loading a new cartridge, but the problem persisted until a second cartridge was loaded. The caller also received instructions to remove the pump from the case and clean the pneumatic tap area. Finally, the issue was resolved as the caller successfully loaded a cartridge onto the pump and resumed insulin delivery.